Event description:
The customer called for help with his contour usb system. He performed a control test during the call and received a result of 453mg/dl. The normal control range was 103-142 mg/dl. He re-ran the control test the following day and received a reading of 20mg/dl no adverse events were alleged. The test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer.